Manufacturer narrative:
After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly. No damage on battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had blank display. The blood glucose was 240 mg/dl. The customer stated that the battery cap was not damaged spring was not damaged. The customer stated that he fell and landed on his pump and its beeping and shows screen damage. The device will be returned for the analysis.